Event description:
Freestyle libre 3 plus sensor series number (B)(6). The company said this series is no problem. But actually, the sensor is reporting a glucose much lower than the true number. For example, my finger readings are 100 and 113 mg/dl, however, the sensor readings are 77 and 85 mg/dl, which may lead to wrong treatment decisions for people living with diabetes, such as excessive carbohydrate intake or skipping or delaying insulin doses. These decisions may pose serious health risks, including potential injury or death, or other less serious complications.